Event description:
It was reported that during percutaneous coronary interventional (pci) procedure, a shaft break occurred. The location of the lesion is unk. Upon attempt to treat the lesion with quantum maverick mr 15mm x 4.5mm, the shaft broke. The device was removed from the pt without incident and the procedure completed with another of the same device. No pt injuries or complication were reported. The pt's status was reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).